Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec and original lithium battery voltage could be recorded as meter turns on properly. Returned batteries gave a voltage of 3.020 v. Did not observe battery icon or booklet icon while strip was inserted. However, unit of measurement was selectable and was received at mg/dl. 204 and 0806 errors were observed in the error log indicating battery droop. Customers and retailers have been informed through the fa16may2006 letter.